Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. However, the insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, cracked belt clip slot and minor scratched lcd window. (B)(6).

Manufacturer narrative:
The insulin pump passed delivery volume accuracy test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2016. The caller stated that cause of death was not on the death certificate. The customer had high blood glucose and, while trying to lower it, went into cardiac arrest. Her blood glucose was 371 mg/dl one hour before passing. The last recorded blood glucose, in the meter, was 533 mg/dl. She mainly went to emergency room for fluids and insulin to prevent diabetic ketoacidosis. She had high blood glucose for couple of days, was off the insulin pump while switching doctors, when she went back to pump therapy she had to start over on how insulin was delivered. She was on dialysis 6 days a week, was in renal failure, had high blood glucose for a few days. The customer was not wearing the insulin pump at the time of death; it might have been removed during CPR, 2 hours prior to death. The insulin pump will be returned for analysis.